Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. Root cause: the root cause for the reported issue that device had a user programming error - magnesium sulfate

Event description:
It was reported that on (B)(6) 2025 when programming the medication via guardrails drug library, the nurse selected a magnesium drug profile that was different from the provider's order. The event occurred on a patient who came to the hospital with ventricular tachycardia with low magnesium level. Magnesium infusion was ordered as a stat dose at a rate of 25ml/hr., volume to be infused 50ml. The magnesium drug profile that the user selected programmed the infusion at a rate of 50ml/hr. Instead. Per report, the user should have selected the "replacement" drug profile option for magnesium instead of "dysrhythmia" drug profile. There was no harm to the patient.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that on 19 january 2025 when programming the medication via guardrails drug library, the nurse selected a magnesium drug profile that was different from the provider's order. The event occurred on a patient who came to the hospital with ventricular tachycardia with low magnesium level. Magnesium infusion was ordered as a stat dose at a rate of 25ml/hr., volume to be infused 50ml. The magnesium drug profile that the user selected programmed the infusion at a rate of 50ml/hr. Instead. Per report, the user should have selected the "replacement" drug profile option for magnesium instead of "dysrhythmia" drug profile. There was no harm to the patient.